Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. The user disconnected the luer lock connection, primed the patient line, and was unable to see insulin drips. The user changed the cartridge and was able to see drips of insulin during fill tubing. Reportedly, the user did not test their blood glucose (bg) level. However, the user felt that their bg level was impacted due to the delay in being able to bolus for ice cream. The user would address bg level with a bolus.